Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: for the last couple of weeks, we've noticed there's been an issue with the bd insyte autoguard 24ga x 0.75in IV catheters that we mainly use in the infusion suite. The needles are not retracting right away when the button is pressed, leaving the nurse to manually pull out the needle from the catheter. Last week one of our nurses nearly stuck herself because of this issue. The two most recent lot numbers we have used are 4299229 and 4261371. Unsure which has been the biggest issue. Customer response on (B)(6) 2025. An event date of '03-17-2025' was mentioned. Could you please check and confirm which lot this date corresponds to, or if it applies to both lots (#: 4299229 and #: 4261371)? 3/7/2025: lot#: 4299229, 3/17/2025: lot#: 4261371. If possible, please provide lots other than those already reported, along with the event date for that lot. These are the only lots we have had issues with.

Manufacturer narrative:
Note this MDR represents 'for the last couple of weeks.' With unknown dates/identifying information. B3. The date received by manufacturer has been used for this field. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.